Event description:
This valve was explanted due to paravalvular leak. According to the op report, the pt presented with a heart murmur and had 3 to 4+ aortic insufficiency. At explant, an area of dehiscence was observed in the anterior position of the valve. One suture had "pulled through" with "some attenuated tissue" that appeared to be "somewhat boggy and weakened"; however, there was no evidence of infection. Due to the fact the area of dehiscence was adjacent to the "conduction defect" in the heart and involved the septal muscle tissue, annular enlargement was suspected. Therefore, a larger valve (sjm 25aj-501) was used as a replacement.